Manufacturer narrative:
Evaluation summary: based upon the inquiry info rec'd, visual and functional examination: the unit was found to require the cocking lever to be replaced. The devices was functionally tested, met all proudct requirements and returned to the customer.

Event description:
It was reported that while setting up for a breast biopsy, they noticed that the firing fork was broken. There was no pt consequence reported. The case was completed using their extra holster.